Manufacturer narrative:
The reporter stated that "the doctor's reply was a spare lens for the same operation and reserved." The lens was explanted and exchanged presumably due to observation of an excessive vault. Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue and debris on product. Visual inspection found the haptic bent, foreign material on lens surface (residue on lens), and the lens missing a piece of haptic. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+4.0/105 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2017. The lens was explanted and exchanged for a shorter lens on (B)(6) 2017. The lens exchange resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.